Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during t2 scn surgery, a tip of drill bit broke when a surgeon tried drilling to proximal true circle hole. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The radiolucent drill bit subject to this event was returned for evaluation. It was visually confirmed that the drill bit was broken at the tip. The returned drill bit was measured where possible and all critical specifications were met. Investigation results indicate that based on feedback from the customer the drill bit may have been used in an aggressive manner and may also have come into contact with metal, which could have caused the drill to fracture at the tip. This cannot be confirmed. The root cause is undetermined.

Event description:
It was reported that during t2 scn surgery, a tip of drill bit broke when a surgeon tried drilling to proximal true circle hole. It was also reported that the broken piece remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.